Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "catheter ruptured in or confirmed with blood in catheter and reaching the console. Catheter was removed and proceeded with CABG without replacement". No patient harm or injury. The patient status is reported as "fine".